Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0205410432 serial# implanted: explanted: product type lead correction : fdc 92 also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot#: 0205410432, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was a complication where the lead was dislocated, which required surgery. It was noted the patient had no effect with the new lead. There were no further complications that have been reported as a result of this event. The indication for use is unknown.